Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery stenosis. A 6.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the rupture was observed to be in a vertical shape. A different device was used to complete the procedure. No complications reported, and patient status was good.